Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown if the issue with the surgeon being unable to engage the screws was due to the screws or the screwdriver.

Event description:
It was reported that during a deep brain stimulation procedure, there was damage to the lead. The surgeon was planning to replace both implantable pulse generators (ipgs) and extensions, intending to connect them to a single percept b35300. During the process of disconnecting the lead and extension at the cranial incision, the surgeon was unable to engage the screws with the torque screwdriver, and noticed the lead had become damaged. Consequently, the entire right system, including the lead, extension, and depleted implantable pulse generator (ipg), was explanted. The left lead, extension, and ipg remained intact and operational. The plan was to remove the right side in the future and implant two sensight leads, sensight extensions, and a percept rc. The issue was resolved with the explantation of the affected components. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v090726 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) ubd: 02-jan-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.